Manufacturer narrative:
Based on the information provided by the patient, there is no evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological condition related to headaches and tmj.

Event description:
The patient reported the following: the patient is reporting pain, locking, and popping of the left side of her tmj. The provider's assistant mentioned that the patient's occlusion on the left side is cuspid to cuspid. The patient reported this towards the last steps of the previous refinement.